Manufacturer narrative:
(B)(4).

Event description:
It was reported a few weeks after implant, the leads malfunctioned. The physician took care of it right away. The physician opened up the patient and fixed the leads. The patient stated it hurt being on the operating table. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was further stated that the lead revision consisted of the physician moving the lead back into place. The cause of the migration was not determined. The patient recovered without problems.